Event description:
The customer reported that the system did not display an image when fluoroing. It also did not fluoro.

Manufacturer narrative:
(B) (4). The ge service rep found that while fluoroing, the image on the left monitor had multiple vertical lines and no image was displayed. He inspected the interconnect cable, camera assembly, hv cable assembly and ps2. All check normal. He found p3 ribbon cable on the video control pcb in the workstation was not seated properly. The p3 controls pixel clock, vertical sync, horizontal sync, and field index. He reseated the p3 and tested system using all functions. The system operates as intended. (B) (4)